Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, an error code was found in the ventilator's downloaded error log. The device's display board was replaced to address the issue.